Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged and was pacing in the right atrium, and a competitors right atrial (ra) lead was not pacing or sensing. Surgical intervention was preformed and both leads were repositioned. The leads remain implanted. No adverse patient effects were reported.